Event description:
The physician claims that, on two separate occassions, the graft tore while suturing. (Second occurrence reported under MFR report number 6000072-2006-00026).

Manufacturer narrative:
Being investigated, additional information is been requested of the physician.